Event description:
During the implant, the atrial setscrew on this device would not engage properly. Therefore, the device was not implanted.

Manufacturer narrative:
In 2008, unable to engage atrial setscrew on this device during the implant procedure. The analysis on this device is pending.